Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced vaginal pain, urge incontinence, dysuria, dyspareunia, bladder spasms, urinary retention, abdominal pain, intractable diarrhea, weight loss and not emptying well. No explant procedure was reported. A subsequent urethra dilation was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.